Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2010. On (B)(6) 2010, the device failed the weekly auto self-test due to a low battery. Later on (B)(6) 2010, information from the history log shows an increase in voltage and the device was manually power cycled passing a self-test. The device successfully passed all weekly auto self-tests between the 21st december 2010 and the 16th october 2016. On (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. An additional three low battery fails were recorded up to (B)(6) 2016. The device was still in fault mode on (B)(6) 2016, when information from the history shows an increase in voltage and the device was power cycled passing a self-test. The device successfully passed all weekly auto self-tests up to (B)(6) 2017. On (B)(6) 2017, the device records a manual power up off ten-minute duration. On (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant decrease in voltage from the previous successful self-test. An additional three low battery fails were recorded up to (B)(6) 2017. The device was still in fault mode on (B)(6) 2016, when information from the history log shows an increase in voltage and the device was power cycled passing a self-test. There were no further log entries. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.